Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is attributed to user does not follow instructions. Medical records and x-rays review indicates there is malposition of the femoral stem, bone quality is osteopenic, no radiolucency, loosening, or other abnormality, and the trail stem implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a right knee surgery. Subsequently, the patient was revised approximately 7 months later due to stiffness. It was also discovered at the time of the revision via x-ray that the stem trial had remained implanted. The stem trial was removed and all implants were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42504606612 - femur cemented plus right size 9+ - 64900887. 42540200029 - all-poly patella cemented 29 mm diameter - 65177526. 42583103014 - stubby stem provisional 14 mm diameter 30 mm length - unknown. 42532007102 - tibia cemented 5 degree stemmed right size e - 65284621. Reporting place: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00976, 0002648920-2023-00072, 0001822565-2023-00977.